Event description:
During a coronary stenting procedure, the physician experienced the balloon ruptured of two cypher sds. This patient was admitted for coronary intervention of a 90% de novo, moderately calcified stenosis in the proximal and distal rca. The vessel was not tortuous. The lesion was predilated with a quantum 3.5 x 15mm balloon. Ivus was conducted at both target lesions. A 3.0 x 18mm cypher stent was advanced to the target lesion in the distal rca. After positioning the cypher for implantation, an inflation device was connected. While performing a negative prep at the lesion site, the physician confirmed a back flow of blood into the inflation device. Upon retrieval of the device, the physician confirmed that the distal end of the balloon had ruptured. A tsunami 3.0 x 20mm stent was implanted without difficulty in the distal rca. Then, another 3.5 x 18mm cypher stent were advanced to the target lesion in the proximal rca. The inflation device was connected and negative prep was performed at the lesion site. The physician again confirmed a back flow of blood into the inflation device. The device retrieved and once again, the physician confirmed that the balloon had ruptured this time at the proximal end. Ultimately, a 3.5 x 13mm cypher was deployed in the proximal rca without incident. There were no reported patient injuries.

Manufacturer narrative:
In summary, the patient was a female who was undergoing treatment for lesions in the proximal and distal right coronary artery (rca) during which the physician reports two instances of balloon burst associated with cypher stent delivery system (sds). The stents were not deployed and the devices were removed from the patient without injury. The lesions were treated with other cypher and non-cypher stents. Indication for the initial evaluation is unknown. The rca was a moderately calcified, but not tortuous vessel with 90% stenosis. Pre-dilatation was conducted followed by ivus. The 3.0 x 18mm stent was advanced to the distal rca, but during negative prep, blood was pulled back into the inflation device. Accordingly, the product was removed and the physician noted a rupture at the distal end of the balloon. After successful treatment of this lesion with another device, the physician advanced a 3.5 x 18mm stent to the proximal rca. Again, during negative prep, there was a backflow of blood and the device was removed. A balloon rupture was noted on the proximal end. Inspection of the 3.0 x 18mm sds confirmed a balloon leakage at the position of the proximal marker band. The stent was still mounted on the balloon. Microscopic examination of the inner body and distal marker band revealed no anomalies. Sem analysis performed on the outer surface of the balloon materal revealed no clear evidence of surface abrasions that might have caused the balloon leakage. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Burst test were reviewed and no anomalies were found. The exact cause for the confirmed balloon leakage could not conclusively be determined. Based on the clinical information and device evaluation, it appears that vessel characteristic may have contributed to the second balloon burst. However, the cause of the initial balloon burst or any causative factors cannot be determined. There is no evidence to suggest that either problem was manufacturing related. The product is not distributed in the us; however, it is similar to us product. Please note, this is one of two products reported for the same procedure. Please reference MFR. Report # 9616099-2007-00194 and -00197.